Event description:
The customer reported thyroglobulin quality control (qc) results was zero for all levels, involving access 2 immunoassay system. The customer attempted to calibrate, and a 'bad fit' failure was obtained. Beckman coulter, inc. Customer technical service (cts) advised the customer to use personal protective equipment (ppe) during troubleshooting. The customer removed the reagent pack and discovered no reagent pack was present. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A review of oracle service notes on (B)(4) 2012 indicated the customer went through the reagent inventory list report and the reagent packs on the carousel. A prostate-specific antigen (psa) reagent pack was listed on the inventory list that did not exist on the reagent carousel. The psa reagent was not used. The report also indicated 6 to 7 thyroglobulin patient results had been close to zero but these results were not released out of the laboratory. The customer completed a patient sample test after completing calibration and quality control with a new reagent pack; results were within specification. Beckman coulter, inc. Customer technical service (cts) advised the customer to correctly load and scan reagent packs to prevent pack mis-load issues.